Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned inside its sterile package. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed twenty conforming clips. The reported event could not be confirmed as the device was found to be fully functional. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that after a laparoscopic cholecystectomy, bile leak occurred and the patient suffered peritonitis. Reoperation was performed. Then, it was found that the placed clip was scissored. No device will be returning since the device was discarded after the first operation.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: were there any issues noted with clip formation during the initial procedure? The doctor did not notice that the clip was malformed at the initial operation. It was found at the reoperation that one clip had been scissored and one clip came off. How long after the initial procedure did the patient present with symptoms? The next day of the initial operation. What symptoms did the patient have? Peritonitis, ascites retention. How was the bile leak detected? Blood exam. How many clips were placed proximal and distal? No information. Did the procedure drive the need for torque? No information. Was a cholangiogram performed? No information. Was the surgeon able to visualize proper occlusion of the clips prior to closing the patient? Maybe no. Where were the scissored clips identified? Cystic duct. Are there any pictures available? No. What is the patient¿s current status? Stable. At the reoperation, the bile was suctioned and the abdominal cavity was cleaned from a small incision laparoscopically.